Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4 mg/ml of dilaudid at 2 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported patient¿s pump had experienced a motor stall. The motor stall occurred on (B)(6) 2016 and the patient had not undergone an MRI at the time. A ¿stopped pump period may exceed tube set¿ message was also observed. The hcp also reported that they also observed a volume discrepancy in the pump in which they expect 4 ml but aspirated 20 ml. No symptoms were reported.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp was requesting the pump off password due to a problem with the device or therapy. The pump had a motor stall and had been alarming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-oct-30. It was reported that the pump was replaced on 2017 (B)(6). At the time of replacement, a "pump stopped due to off state" message was noted. It was stated that the therapy had been turned off on an unknown date, and the issue was considered resolved at the time of report. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue. The patient's status was alive - no injury, and the new pump was delivering dilaudid at 1mg/ml at 0.0481 mg/day. No further complications were reported or anticipated.